Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was dislodged, pulled back, and situated on the tricuspid valve. The device sensed atrial and ventricular signals and the patient was shocked numerous times. The patient presented to the emergency room and the nurses taped a magnet over the device. The rv lead was attempted for revision, but the helix did not re-deploy. The lead was explanted and replaced. The patient was stable through the procedure and after. No patient symptoms were reported. The patient mentioned he aggressively used his left arm days after the initial implant.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.